Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgeon reported having three patients approximately three months prior who experienced diffuse lamellar keratitis following refractive treatment. Additional information received; the site is unable to provide specifics on the patients at this time. These patients are co-managed and seen at their optometrist office for post operative care.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the treatment. No technical root cause was identified as the product was found to be within specifications. The contributing factors of diffuse lamellar keratitis could be sterilization of instruments, surgical techniques, pre and post-operative medications. The manufacturer internal reference number is: (B)(4).